Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
When attempting to save an image, the save failed. The issue was not resolved, but the procedure was completed without problems. The procedure was completed without patient's consequence.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information and to update product information in section d. Attempts to retrieve the required information for investigation were made, however it was not provided from the site. In this case, the root cause cannot be determined. Based on a review of complaints over the past two years, we checked whether there were any similar cases related to the x300 product and confirmed that there have been no data loss cases occurring during high-risk examinations. And according to the complaint description, the procedure was successfully completed without any problems. There was no serious injury or clinical impact on the patient. Siemens will continue to track and monitor for trending purposes. Reference number: (B)(4).